Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol compoisx kugel(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel(device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 or (B)(6) 2013:the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol composix kugel (device #2). Ni/ni/ni:the patient had subsequent surgical intervention due to the hernia mesh device(s) the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the composix kugel (device #2). The attorney alleges patient experienced emotional distress and the device was defective.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 or (B)(6) 2013:the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device #1)or an unspecified bard/davol composix kugel (device#2). Ni/ni/ni:the patient had subsequent surgical intervention due to the hernia mesh device(s) the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x(device #1) and the composix kugel(device#2). The attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿hernia sac was identified and part of the sac was excised. Then a composix kugel mesh was placed and secured using sutures.¿ (B)(6) 2012 - patient was diagnosed with abdominal wall abscess thereby underwent open repair with removal of infected composix kugel (device #1). Per operative notes, ¿purulent fluid around the mesh was noted. The abscess was evacuated and drainage was completed. The mesh and any incorporated tissue, necrotic abdominal wall tissue was excised. The base of the tissue was noted to have granulation tissue over the small bowel and there were multiple adhesions which was not lysed to protect the abdominal contents.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent laparoscopic repair with the implant of composix e/x (device #2). Per operative notes, ¿hernia defect was identified. A composix e/x mesh was used for repair and tacked in place using sutures.¿ (B)(6) 2017 - patient was diagnosed with partial small bowel obstruction and abdominal pain. Attorney alleges that the patient had adhesions, abscess, bowel perforation, hernia recurrence, infection, bowel obstruction due to all the scar tissue, pain and suffering.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about month post implant of composix kugel, patient was diagnosed with infection, necrosis, abscess, adhesions and granuloma thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. This supplemental emdr represents the composix kugel (device #1). An additional supplemental emdr was submitted to represent the composix e/x (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.